Event description:
It was reported that the catheter was being placed in the neonatal intensive care unit. During placement, they experienced difficulty when removing the guidewire. The wire became unraveled.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.